Event description:
Customer alleges multiple issues from order (B)(6) where they broke at a weld, where footplate attaches, and where leg adjusts. Warranty (B)(4). No injury alleged.

Manufacturer narrative:
Front riggings replaced under warranty order #(B)(4).